Manufacturer narrative:
(B)(4). G2. Foreign - france. Review of the most recent repair record determined the hinge was broken preventing the lid from closing. The unit was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the hinge broke, preventing the lid from closing. No consequences or impact to the patient. Attempts have been made and no further information has been provided.